Event description:
It was reported that the device was returned due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. It was noted that the low battery voltage was detected prior to implant and the device was not implanted. The device was tested using the automated test equipment, and no anomalies were found. The battery was sent to the manufacturer for further analysis. The cause of the premature battery depletion was found to be an anomalous rf module. It is believed that the rf module failure caused an excessive current drain, which depleted the battery.